Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the occlusion issues, the customer either reloaded the cartridge or changed cartridge and infusion set and resumed insulin delivery.

Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the occlusion issues, the customer either reloaded the cartridge or changed cartridge and infusion set and resumed insulin delivery.